Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the easysuite integration system fiber switch did not handle the switch over from dc to ac and monitors were down for about 10 minutes. Customer reports that in the middle of cases they lost all video to their touch panel and infield as well as wall monitors. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as it was inadvertently submitted as a reportable malfunction. There were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch inadvertently reported that the easysuite integration system fiber switch did not handle the switch over from dc to ac and monitors were down for about 10 minutes. However, the surgeons were able to view through the intuitive surgeon consoles and there was a monitor on a tower directly connected to the robot for room staff to see. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.